Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Based on the received pictures, the complaint could not be confirmed as it is not possible to see in the picture if parts are jammed or not. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: sfw874r, lot number: t147539, manufacturing site: tuttlingen, release to warehouse date: 26-jul-2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Product investigation was conducted. Summary of manufacturing evaluation: the bulging caused probably a defect on the rack guide. The described defect probably has been caused through wrong handling of the device. However, functional test was performed, and no deviations were found. The toothed wheel works fine on the entire length. For this reason the material bulging does not have negative impact on the functionality of the device. The manufacturing evaluation conducted shows that there was no issue during the manufacture of the product that would contribute to this complaint condition. The exact cause of the jammed toothed wheel cannot be determined. No manufacturing issue was found during investigation, therefore no prm documents were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device evaluated by MFR: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a prodisc case on (B)(6) 2019, the surgeon had some difficulties with the prodisc-l distractor while implanting. The instrument worked fine in the surgeon's hands before implantation. The surgeon thought that the toothed wheel jammed again. All implants were implanted successfully. The procedure was successfully completed using a 12mm distractor to implant the pe-inlay. There was a ten (10) minute surgical delay. No post-op complications reported. Concomitant devices reported: unknown prodisc-l superior end plate (part #: unknown, lot #: unknown, quantity: 1), unknown prodisc-l polyethylene inlay (part #: ssx626, lot #: unknown, quantity: 1), and unknown prodisc-l inferior end plate (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) fork distractor 10mm-non sterile. This is report 1 of 2 for complaint (B)(4).